Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the left common femoral vein due to left iliofemoral deep vein thrombosis. Patient is alleging device migration, device fracture, vena cava perforation, organ perforation, struts remain lodged extravascularly, embedded, and lifelong anticoagulation. Patient notes and further alleges "throughout the time my filter was failing, I suffered from extreme and debilitating pain in my back that was so bad I was bed ridden. While I was bed ridden I was not able to take care of my son who has severe adha and social phobia. Leading up to being bed ridden it was extremely difficult to walk and I was no longer able to engage in any type of exercise. As a result I was not able to do normal household activities and my husband had to do everything for me. The pain and complications I suffered as a result of the ivc filter have greatly impacted my quality of life. As a result of my filter fracturing a piece of one of the struts was not able to be retrieved and is permanently lodged inside my body. I still continue to suffer from pain as a result of scar tissue from damage caused by the filter". Patient also notes sixty pound weight gain since filter placement due to inability to exercise. Per the ivc filter placement report dated (B)(6) 2011: "completion venogram was then performed, which showed proper deployment of the ivc filter and the infrarenal ivc. The ivc continued to be widely patent". Per CT abdomen/pelvis with contrast: impression on (B)(6) 2018: "infrarenal inferior vena cava filter without evidence of thrombus in the inferior vena cava, iliac veins, or femoral veins. The legs of the filter project a few millimeters beyond the vessel lumen". Per the inferior vena cava filter removal report dated (B)(6) 2018: impression: "1. Inferior venacavogram demonstrating caval stenosis at the upper level of the existing filter with filling of extensive venous collaterals. 2. Successful complex removal of infrarenal inferior vena cava filter using a combination of loop snare and telescoping sheath technique. 3. Retrieved filter sent to surgical pathology. Of note, one half of two separate minor struts were left in situ following retrieval and as they appeared to be primarily extravascular in location and therefore at low risk embolization and low likelihood of success if endovascular removal were attempted".

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date: migration, fracture, vena cava/organ perforation, embedded, pain, lifelong anticoagulation, immobility, negative impact on quality of life vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported pain, lifelong anticoagulation, immobility, negative impact on quality of life is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.